Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an onsite evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation determined that there was a causal relationship between the objective evidence and the alleged event. While a cause for the reported adverse event cannot be established, the cause for the uf removal high symptom code was traced to maintenance.

Event description:
A biomedical technician (biomed) reported that a patient with end stage renal disease (esrd) on hemodialysis (hd) for renal replacement therapy (rrt) experienced an adverse event during treatment on a fresenius 2008t hd machine. The adverse event occurred with less than 5 minutes remaining in the patient¿s 3-hour and 15-minute hd treatment. The cm reported a nurse staffing the clinic noticed the patient ¿didn¿t look right.¿ it was reported the patient¿s blood pressure (b/p) dropped slightly (value not provided), and the patient lost consciousness. Further assessment revealed the patient¿s pulse could not be located and cardiopulmonary resuscitative (CPR) measures were initiated (specifics not provided, no shock required). Emergency medical services (ems) was contacted, and the patient regained consciousness before they arrived. The patient was supported by clinic staff with oxygen until ems was able to perform a complete evaluation, and the patient was transported to the hospital. The patient was discharged in stable condition on (B)(6) 2022 and returned to their regularly scheduled outpatient hd appointment on (B)(6) 2022. The serious adverse events were reportedly unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). Following the event, the 2008t machine was removed from service for evaluation. The biomed found the ultrafiltration (uf) pump was out-of-range by 0.3 ml and required calibration. A fresenius field service technician (fst) was dispatched to perform post-event functional compliance and uf testing on the machine. A review of the testing confirmed the 2008t hemodialysis system required recalibration of the uf pump, as it was found to be outside the manufacturer recommended specifications by 0.2 ml/stroke (allowable limits = 23.9 ¿ 24.1 ml) and was successfully recalibrated (elevated uf pump strokes could potentially uf more fluid than intended). The remainder of the validation testing fell within manufacturer specifications and the machine was returned to service. Despite being out of range, it was confirmed that the uf functionality was working as intended during the patient¿s treatment, and the machine was pulling the correct amount of fluid. Clinical investigation: a temporal relationship exists between hd therapy utilizing the 2008t hemodialysis system, and the serious adverse events of hypotension, loss of consciousness and cardiac arrest, which required the emergent discontinuation of hd therapy, the initiation of emergency lifesaving measures and hospitalization. The definitive cause of the serious adverse events is unknown (likely hypotension related); therefore, causality could not be established. However, per the cm the events were unrelated to the patient¿s utilization of a fresenius product(s) and/or device(s). Hd patients primarily undergo 3 treatments per week, or 156 per year. Given the comorbidities this patient population experiences, it is notable how few life-threatening events occur. Hypotension is the most prevalent complication associated with hd and occurs in approximately 25% of all treatments. Very often, the cause of the hypotension is multifactorial. Based on the information available, the 2008t hemodialysis system cannot be excluded from having a possible contributory role in the serious adverse events. There is currently no allegation a fresenius device(s) and/or product(s) deficiency or malfunction caused and/or contributed to the serious adverse events. However, given the patient was actively undergoing hd therapy when the events occurred, in addition to the uf pump requiring recalibration during post-event testing. This clinical investigation cannot disassociate the device from the serious adverse events.